Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel in the forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 60 seconds. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.